Event description:
Customer reported that the "dialysate weight" alarm triggered every 30 seconds. The dialysate was not infusing and the machine removed 600ml fluid with zero removal rate.

Manufacturer narrative:
No patient injury was reported. Gambro technical services (gts) field rep inspected all pumps, pressures, scales and no machine's malfunction was indentified. As corrective action, on august 16th, 2005, a safety alert was released. The field correction 9616240-9/7/05-001-c was initiated on august 25th, 2005.